Manufacturer narrative:
(B)(6) this report is for an unknown prodisc c device/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a patient that he underwent a posterior cervical hemilaminotomy, foraminotomy and discectomy on (B)(6) 2004 and was implanted with the pro disc c due to a herniated disk c6-7 on the left with a c7 radiculopathy. During surgery, a small disk bulge was noted in this area. Foraminotomy and discectomy were carried out without complications. Post-operative diagnosis was a herniated disk c6-7 on the left with a c7 radiculopathy. Patient was stable post-surgery. Patient reported that about two months after surgery his neck began hurting and he has been in excruciating pain. The patient also states that he is experiencing neck popping from just moving his neck. This report is for an unknown prodisc c device. This is report 1 of 1 for (B)(4).